Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent in the common bile duct and the delivery system kinked near the handle. The stent was able to be deployed, however the physician noted that the guide catheter had broken and remained in the stent. The rest of the delivery system was removed and the physician removed the stent and broken guide catheter with a snare. The physician completed the procedure by dilation instead of placing a stent. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the delivery system was received with the proximal end of the guide catheter kinked and separated from the pull wire. The proximal end of the pull wire was kinked and missing the pull wire cap, the cap was not returned. The push catheter was kinked in multiple locations and a guide wire was stuck inside. There was no damage on the guide wire. The white sheath of the push catheter near the hub was kinked and split, with the pull wire dislodged from the push catheter and exposed from the proximal hub distally for a length of 57 cm. The broken guide catheter indicates force was exerted when the stent was attempted to be deployed. The noted damages are likely due to anatomical or procedural factors encountered such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent in the common bile duct and the delivery system kinked near the handle. The stent was able to be deployed, however the physician noted that the guide catheter had broken and remained in the stent. The rest of the delivery system was removed and the physician removed the stent and broken guide catheter with a snare. The physician completed the procedure by dilation instead of placing a stent. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.